Event description:
Additional information received indicated that the right atrial and right ventricular lead over-sensing was causing pacing inhibition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24361. It was reported that the patient presented to the clinic for a routine generator change. Pre-operative interrogation showed the patient's right atrial (ra) and right ventricular (rv) leads were over-sensing noise. The patient was asymptomatic. Both leads were capped and replaced on (B)(6) 2021. The patient was stable throughout.